Manufacturer narrative:
The returned device was visually inspected and functionally tested. The reported issue has been confirmed through testing. Visual inspection showed that the stopcock distal end luer was completely detached from the side port tube proximal end. An internal CAPA has been initiated to investigate the condition found. This report will be recorded and trended.

Event description:
Information received by medtronic indicated that the extension tubing detached from the stopcock of the sheath. The cryoablation procedure was completed without replacing the sheath. There were no patient symptoms or complications related to this event.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.